Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,3.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage on distal stent strut rows 4 and 7, with stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 22mm target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. Following pre-dilation, a 3.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawing the device, it was noted that the front end of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.5mm x 22mm target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. Following pre-dilation, a 3.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawing the device, it was noted that the front end of the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.